Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 116 mg/dl. The customer stated that the minilink does not work because the 2 sensors did not work. The customer stated that the light came on for the first sensor and did not connect. The customer stated that the sensor light is not blinking, so he is unable to connect to the pump. The customer stated that the cannula is missing again. The customer was advised to change the sensor.